Event description:
It was reported that the health care professional was unable to interrogate the implantable neurostimulator (ins) and had tried 10 times with no communication. The reporter indicated that the patient had had "a change about 3 weeks ago with hallucinations". The reporter was unsure when the patient had a return of symptoms. It was noted that the patient had a fall but it was not believed to have affected the battery. End-of-service estimations for the device was not possible as the therapy impedance was unknown at the time of the report. Additional information requested but had not been received as of the date of this report. Patient has a bilateral system and it was unclear which system the problem pertained to. A report was consequently filed on both systems. Refer to manufacturer¿s report number 3004209178-2013-14745 for additional information.

Event description:
Additional information reported indicated that the cause of the event was due to dysfunctional lead post trauma.

Manufacturer narrative:
Product ID 7426 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator product ID 3387-40 lot# j0555189v, implanted: 2005 (B)(6), product type lead product ID 748266 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 3387-40 lot# v000198, implanted: 2005 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 7438 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).